Event description:
It was reported that following a trail procedure the patient was experiencing a lot of pain. The patient underwent a spinal cord stimulation (scs) lead pull. The explanted device was discarded.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient had a lead pull and the explanted spinal cord stimulation (scs) leads were discarded.

Manufacturer narrative:
Correction to the initiial MDR in block h11. H11 should include: additional suspect medical device component involved in the event: model number/catalog number: sc-2316-50e, serial number: (B)(6), batch/lot number: 7265915, model/catalog description: infinion 16 trial lead kit 50 cm, unique identifier (UDI): (B)(4).